Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was a surgery for exploration of one of the dbs systems. The caller was unaware why they were doing this exploratory surgery. Product compatibility was noted as being related to the exploration. The rep was unaware if the patient was having any therapy issues. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the rep, reporting that the surgery was supposed to be scheduled in (B)(6). No further patient complications have been reported as a result of this event.